Manufacturer narrative:
The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site from the perfusionist that the patient reported that one battery did not have power when connected. The perfusionist visited the patient and saw that one battery and one ac adapter were connected. One power port showed the capacity of the battery, the other one did not because it was connected to the ac-adapter. When the perfusionist wanted to replace the ac-adapter with a battery to show that everything was ok, the controller went without power when the ac-adapter was disconnected. It was stated that the battery was still connected at this time and should have had enough power. The old controller did not stop to alarm, even when both power sources were disconnected using the alarm adapter. It was reported that the power sources were securely connected to the controller and that the on power alarm failed to sound when all the power sources were disconnected. It was also said that there was no physical signs of damage to the controller. It was stated that the patient tolerated the elective controller exchange and tolerated without any problems and is doing fine. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: one controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed during log file analysis. However, log analysis did reveal a controller communication problem. A few critical battery alarms were logged. Also some data points recorded a wrong date and time setup ((B)(6) 2099), further reinforcing the notion of a communication anomaly. These types of events are currently being investigated. However, analysis of the device could not be performed since the device was not returned for evaluation. A root cause cannot be conclusively determined; log file analysis could not confirm the reported event. Additionally, the unit was not returned for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.